Manufacturer narrative:
Follow-up #1 date of submission 03/04/2016-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the complaint could not be duplicated or confirmed within investigation. Review of the pump¿s black box revealed no abnormal behavior or evidence of an inaccurate delivery issue; the total daily dose delivery history was appropriate for the user programmed delivery settings. The pump was manually suspended on (B)(6) 2016 at 21:53 and never resumed. Two cancelled boluses occurred on (B)(6) 2016 due to occlusion alarms due to high force. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No occlusion alarms were duplicated during bolus deliveries and 24-hour testing. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 415 mg/dl with large ketones, nausea, and vomiting. The reporter noted the patient was hospitalized and treated with intravenous fluids and other unspecified treatment and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history did not match the total daily dose bolus history; and the pump was calculating recommended bolus totals correctly. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.